Event description:
An x-ray revealed that there was an insulation breach. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.